Event description:
Customer reported that the galileo reported results on samples tested on an abo plate and 3 fwd abo plates, but no anti-a was was dispensed into the anti-a wells on any of those plates.

Manufacturer narrative:
Review of instrument images: plate (B)(4), (B)(6) 2011 at 2249 - aborh assay. Sample (B)(6) (historical apos). Well a12- no anti-a dispensed into the well. This sample resulted as apos. Plate (B)(4), (B)(6) 2011 at 2253- fwd abo assay- 10 samples. No anti-a dispensed into any of the row a wells. Plate resulted with all samples as opos (exception- a2 was ntd pos). These were opos segments from donor units. Plate (B)(4), (B)(6) 2011 at 2302 fwd abo assay- 10 samples. No anti-a dispensed into any of the row a wells. Plate resulted all samples as bpos. Note: well b10 has a blue color . These were bpos segments from donor units. Plate (B)(4), (B)(6) 2011 at 2308- fwd abo assay- 1 sample on this run in column 12. No anti-a dispensed into the a12 well. Sample resulted as inv pos due to an x placed in well a12. A service call was made. Replaced pipettor debubbler tubing. Replaced all syringes and valves. 12 samples tested with expected results unit is operating according to specifications.